Manufacturer narrative:
There was no reported or suspected device malfunction. No error message occurred during treatment, and the patient completed the coolsculpting treatment with no issue. However, according to the nurse the patient was dual-sculpted on the lower abdomen at a different angle than standard protocol due to an old scar and how the patient's fat displayed. Allergan is currently reviewing treatment logs as part of the device investigation. The reported "unprovoked blood clot" in the patient's abdominal area was assessed as a serious injury which may or may not be related to the use of the coolsculpting device. Treatment logs have been retrieved from the device and are currently being reviewed as part of the device investigation. A supplemental MDR will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2018 allergan was made aware of a report wherein an (B)(6) female patient who received 4 cycles of coolsculpting treatment to the lower abdomen using a cooladvantage applicator noticed swelling on the upper part of her left leg at three weeks post treatment . Within a few days to a week, the patient noticed her entire left leg had become swollen, which prompted her to consult her primary care physician. The patient's physician advised her to go to the ER where ultrasound was performed and no blood clot was seen on the left leg. CT scan, abdominal scope, colonoscopy were performed, and the physician told the patient that she had an "unprovoked blood clot" in the lower abdomen. The patient was also told that she had "extremely low hemoglobin level." The patient received 3 iron infusions at the hospital, and was subsequently put on blood thinners and iron supplements. The patient had no prior history of deep vein thrombosis, anemia or any circulatory issue. There was no reported or suspected device malfunction. No error message occurred during treatment, and the patient completed the coolsculpting treatment with no issue. However, according to the nurse the patient was dual-sculpted on the lower abdomen at a different angle than standard protocol due to an old scar and how the patient's fat displayed. Allergan is currently reviewing treatment logs as part of the device investigation. The reported "unprovoked blood clot" in the patient's abdominal area was assessed as a serious injury which may or may not be related to the use of the coolsculpting device. Treatment logs have been retrieved from the device and are currently being reviewed as part of the device investigation. A supplemental MDR will be submitted upon completion of the investigation.

Event description:
On 11/20/2018 allergan was made aware of a report wherein an 81 year old female patient who received 4 cycles of coolsculpting treatment to the lower abdomen using a cooladvantage applicator noticed swelling on the upper part of her left leg at three weeks post treatment . Within a few days to a week, the patient noticed her entire left leg had become swollen, which prompted her to consult her primary care physician. The patient's physician advised her to go to the ER where ultrasound was performed and no blood clot was seen on the left leg. CT scan, abdominal scope, colonoscopy were performed, and the physician told the patient that she had an "unprovoked blood clot" in the lower abdomen. The patient was also told that she had "extremely low hemoglobin level." The patient received 3 iron infusions at the hospital, and was subsequently put on blood thinners and iron supplements. The patient had no prior history of deep vein thrombosis, anemia or any circulatory issue. There was no reported or suspected device malfunction. No error message occurred during treatment, and the patient completed the coolsculpting treatment with no issue. However, according to the nurse the patient was dual-sculpted on the lower abdomen at a different angle than standard protocol due to an old scar and how the patient's fat displayed. Allergan is currently reviewing treatment logs as part of the device investigation. The reported "unprovoked blood clot" in the patient's abdominal area was assessed as a serious injury which may or may not be related to the use of the coolsculpting device. Treatment logs have been retrieved from the device and are currently being reviewed as part of the device investigation. A supplemental MDR will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was not available for investigation, but the system log was retreived and reviewed. No device malfunction was identified. The device functioned as designed. A causal relationship between the adverse event and the use of the device cannot be established.